Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump alarmed with a battery out limit during normal use, but stated, the batteries were out of the device greater than the duration allowed by the device. Customer's blood glucose was not known. During troubleshooting, after customer was instructed to insert a new battery, the screen did not come back on. The customer mentioned that the area around the battery cap was cracked. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced but will not be returning the product for analysis at this time.